Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: sedr01 ipg, implanted: (B)(6) 2010. (B)(4).

Event description:
It was reported the patient experienced a heart rate in the 30 beats per minute range, shortness of breath, and fatigue. It was noted that the right ventricular (rv) lead exhibited oversensing and there was an acute rise in threshold in the past two months. A revision was not successful so the lead was reprogrammed to ensure adequate safety margin and is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.